Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that there was a csf leak on the valve. The event occurred intraoperatively with no pt contact. There was no reported impact to the pt.